Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient disconnected the controller from drivleline for more than 100 minutes. A log file review was requested. The periodic log captured dl disconnects on 12sep2020 at14:08:36 & 15:08:36. The event log file captured low flow events on (B)(6) 2020. These occur at times when pi is elevated. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient hemodynamically related issue, and not an vad related issue. The two most common causes of this trend are hypovolemia and hypertension. The patient disconnected the driveline a left the driveline disconnected for more than 100 minutes. The patient has some mental health concerns that his providers are evaluating. It was reported that the low flow alarms resolved when the patient reconnected. No intervention was done for the low flows. The pi events resolved when the patient's hypertension was corrected. The patient is currently stable, and in observation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of a driveline disconnect event and identified low flow hazard alarms. Although a specific cause for these events and the report of hypertension could not be conclusively determined through this evaluation, the account reported that the driveline disconnect event was related to the patient¿s mental health concerns. It was reported that the patient disconnected the driveline from the controller for over 100 minutes. Although the submitted controller event log file did not capture the driveline disconnect event, the controller periodic log file captured two consecutive data entries on (B)(6) 2020 at 14:08:36 and 15:08:36 with the driveline disconnected. Driveline disconnect, lvad off, and low flow alarms were captured during these data entries. Outside of this driveline disconnect event, the remainder of the submitted data appeared to capture the pump functioning as intended above the low speed limit; however, the controller event log file captured a total of 9 transient low flow hazard alarms from the beginning of the log file ((B)(6) 2020 at 18:40:44) through (B)(6) 2020 at 19:46:54, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 23 seconds in duration, and calculated flow was captured at values as low as 2.1 lpm during these events. It was later reported that the driveline disconnect was related to the patient having some mental health concerns, which the healthcare providers are evaluating. The patient was reconnected. No intervention was done for the low flows, but hypertension was corrected. The patient was stable and the plan of care was to observe the patient. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29aug2019. The heartmate 3 lvas IFU lists psychiatric episode and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 entitled "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 entitled ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ contains information regarding all system controller alarms as well as how to respond to each alarm condition. In several sections, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." The handbook also warns that "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.